Event description:
The customer alleges that when the rn was removing the catheter from the pt's back, the sheath was removed and the wire reinforcement remained in the pt. The anesthetist was called to assist and the wire was able to be removed without issue. The pt's condition is reported as fine.

Manufacturer narrative:
Qn #: (B)(4). The device sample was not returned for eval at the time of this report.